Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). - the dentist reported that after dental implant was installed in intraoral region 14#, its non-osseointegration was observed. In addition, 25 ncm of primary stability was achieved and the patient presents insufficient bone quality/quantity (bone type iii).